Event description:
The device was used during an unspecified procedure. Reportedly, eight hours post operative, the pt starting bleeding and died within minutes. According to "obduction", it seems like the pulmonary artery has ruptured. The surgeon confirmed that the staple line was intact before the pt was closed, but the clips were not found during the post mortem examination.